Event description:
A male underwent cardiac catheterization. At the conclusion of the procedure, a boomerang closure device was used to close the femoral artery puncture site. The device did not fully deploy which caused the pt to lose approx 500 cc blood before the arterial bleeding could be stopped. Dates of use: 2009. Diagnosis or reason for use: femoral artery closure following cardiac.